Manufacturer narrative:
Device is a combination product.  (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to distal right coronary artery(rca). After a non-bsc guide wire was passed through the lesion, pre-dilatation with a non-bsc balloon catheter was performed. A 2.75 x 20 mm synergy¿ drug-eluting stent (des) was implanted in the distal rca and a 4.00 x 24 mm synergy¿ des was implanted in the proximal rca. Following implantation, residual stenosis remained and dilatation was performed with a non-bsc balloon catheter. After dilatation, stent mid-distal part fracture and a dent of the 4.00 x 24 mm stent was noted in the angio image. Further dilatation as performed again and a 4.0 x 28 synergy¿ des was implanted to complete the procedure. No patient complications were reported and the patient's status was stable.